Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8039358. Patient code: retracting the reported code for medical device removal.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial and femoral components, and pain. The surgeon reported a lot of scar tissue around the patella and patellar tendon. He indicated the knee was very stiff and difficult to flex up. The surgeon reported the femoral component was found to be very loose and tamped off with no bone loss. There was no adherence at the femoral component to cement interface. The surgeon indicated the tibial component was completely loose at the component to cement interface. He noted the patella was found to be placed lateral and with some wear, and revised. The patient was implanted with a competitor system and there were no complications to the procedure. Primary product information can be found on page 8/17 of the attached medical records. Two depuy cement products were used during primary operation. Please add hospital account information. Awareness date is 03 december 2019.